Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a posterior fusion of occipital and cervical vertebrae (cervical vertebrae) on (B)(6) 2024, with symphony-oc. In the surgery, the depth gage in question was used for oc screw insertion. The surgery was completed successfully with no surgical delay. On (B)(6) 2024, cerebellar hemorrhage occurred, and revision surgery was performed in the neurosurgery department. No implant was removed. The surgeon's opinion was confirmed which an anterior perforation may have occurred by the depth gage during the surgery on (B)(6) 2024. The patient is currently under follow up and stable. This report is for a depth gage w/balltip probe. This is report 1 of 1 for (B)(4).